Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted no obvious defects. The trim pattern was found to be within specifications and the energy connectors were found to be free of damages and presented with a good connection. A functional evaluation was performed via a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 3.82 l/min m2 of flow rate was registered during the test; left thigh pad: a total of 3.18 l/min m2 of flow rate was registered during the test; right chest pad: a total of 4.45 l/min m2 of flow rate was registered during the test; right thigh pad: a total of 3.98 l/min m2 of flow rate as registered during the test. According to the test method the flow rate was found to be within specifications on all of the returned pad as the flow must be above 2.4 l/min. The complaint was unconfirmed as the problem could not be reproduced. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a flow of 0.0 lpm. The pads were replaced with a new set of pads and therapy was resumed using the new set of pads without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a flow of 0.0 lpm. The pads were replaced with a new set of pads and therapy was resumed using the new set of pads without any further issues.